Event description:
This 40 yr old female underwent bam 17 yrs ago (1977) at another facility. The pt had soft breasts bilaterally, but because of silicone implants present for many yrs, chose to have them explanted. Gross exam: both silicone gel implants are ruptured and the contents are tightly adherent to a surgical towel.